Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle, and was repositioned into the atrium. The ra lead remains in use. No patient complications have been reported as a result of this event.